Event description:
The manufacturer received information alleging a ventilator's display screen was unable to be viewed. There was no harm or injury reported. The device has not yet been evaluated. The customer was requesting a quote before having the device repaired. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a ventilator's display screen was unable to be viewed. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's display interface ribbon cable was damaged, and a service required alarm indicating touchscreen failure was observed. The device's display interface ribbon cable and main cable that had a bent pin were replaced to address the issues. Service required alarms were observed in the downloaded event log indicating a malfunction of the oxygen blending module subassembly and oxygen blending module harness were replaced to address the issues. Additionally, service required alarms were observed in the downloaded event log indicating a voltage railed issue. The device's system board was replaced to address the issue. This issue would not affect the device's ability to deliver therapy as no ventilator inoperative alarms were generated. The device was tested and passed all final testing.